Event description:
Event description cpi received information that this implantable pulse generator (ipg) has inappropriately high lead impedances and increased thresholds in bipolar mode with oversensing.